Event description:
Pt reported segments/pixels on the infusion device display are defective, and misinterpretation of the insulin delivery amount is possible. The infusion device requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The ac spirit combo display legibility is restricted due to an interrupt of the heat-seal connection.